Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd disposable syringes with luer-lok¿ tips after drawing up vincristine, it just starting leaking through the plunger. Due to the nature of the drug syringe had to be discarded. Vincristine is classified as a hazardous drug (cytotoxic) and it is used in chemotherapy regimens. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: sample evaluation: 55 packaged 3ml syringes received at bd (B)(4), confirmed to be from batch number 7116596, (p/n 309658). Sample evaluation was performed. Leakage testing was performed on the samples with all 55 samples passing the test. Therefore, based on the results of the test the complaint is unconfirmed. DHR review for batch 7116596 (p/n 300910): manufacturing dates: 04/30/2017 to 05/03/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7116596 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause and CAPA not required as no defects were confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.